Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported problem 'white screen' could not be confirmed during evaluation. No component could be determined for causality and therefore no correction was required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced white screen. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.